Manufacturer narrative:
The reported events of guidewire insertion difficulty and ¿advancing a stylet through the proximal leas connector and it would not pass¿ were confirmed. As received, a complete lead without a guidewire and stylet was returned in one piece for analysis. Visual inspection found bunched up inner coil at the distal region. The cause of the reported events was isolated to the bunching of the inner coil at the distal region consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during implant procedure of the right ventricular lead, the guidewire wouldn t pass through lead lumen. Lead was removed and replace with a new lead. Patient condition was stable.